Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the pump powered on normally with functional auditory and vibratory features. There were no errors, alarms, or warnings related to the complaint observed in the pump history or black box. An ezcarb bolus was performed using similar settings obtained from the original complaint, as follows: iob 1.64, bg target 120mg/dl +/-10mg/dl, bg 200mg/dl and carbohydrate 60grams. Using these settings, the pump correctly calculated a 4unit bolus. The one touch ping user manual states the following: ¿with bg below target, iob amount is displayed and is subtracted from the carb bolus.¿; ¿with bg within target, iob amount is displayed for reference but not subtracted from bolus total.¿; ¿with bg above target, iob amount is displayed and is subtracted from bg bolus.¿ since the bg value entered was above target, the iob would only be subtracted from the bg boluses, not from carb boluses. The pump¿s iob feature was found to be functioning properly; no defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s insulin on board feature was not calculating properly into the recommended bolus amount when calculating a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.